Event description:
It was reported the patient had flank pain with no etiology noted. The patient was admitted to the hospital as an intervention. There were no further interventions or patient outcome noted. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. (B)(4).